Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the backup controller for pt would not power up.  And that no lights were displayed on the controller when power was connected, and a "weak sounding internal battery alarm" was heard.  One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed through log file analysis since this controller was a backup and no data files were logged.  The returned controller passed visual inspection and functional testing. The controller was able to sound alarms appropriately and it was able to power-up and run without incident. The reported event as described in the event detail could not be verified at the bench test. No failure detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the she went to program the backup controller for the patient and it would not power up. The vad coordinator attempted using a different battery, followed by two batteries, and then attempted an alternate current (ac) adaptor. No light were displayed on the controller when power was connected, she did report hearing what she thought was a "weak sounding internal battery alarm". This controller had been programmed when the patient left the operating room (or) and once more since then without issues. It was stated that there was no damage to the controller in the time between normal operation and not powering up. Patient was given a new back up controller and the settings on the new controller were programmed without issue. No additional information available.